Event description:
Health care professional reported "a pump failure that referred to the fact that the pump was only infusing at a rate of approximately 1 cc per day." The flow rate was the problem that led them to the decision to explant the device. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.